Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer plate lens. The surgeon changed his mind for another type lens. The incision was enlarged to remove the lens and sutures were required.